Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently responding to button presses and needed to be pressed multiple times to elicit a response. The patient confirmed that there was no damage or evidence of moisture ingress to the pump. The pump was reportedly worn in a pocket and the pump was not cleaned. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The contrast button was found to be intermittently responding to presses; the contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded.